Event description:
This pr will be cancelled as it is a duplicate of (B)(4).

Manufacturer narrative:
Following the submission of this MDR, it was noted that this pr is a duplicate of (B)(4) and will be cancelled.

Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in - leakage -mfg sg tuas. On (B)(6) 2025 at 14:40, the paediatric patient was administered 1 g of suprofen (cefoperazone/sulbactam) intravenously due to a respiratory tract infection. 0.4 g IV infusion q12h. While the nurse was performing a central venous catheter insertion on the infant and successfully connecting the heparin cap, blood leakage was observed at the connection point between the catheter and the heparin cap. After replacing the heparin cap, the same issue persisted. The catheter was subsequently removed, and it was found that the leakage was caused by a minor crack in the catheter. A new catheter was inserted, resulting in injury to the infant.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.